Manufacturer narrative:
The following field has been updated with corrections: g.4. Date received by manufacturer: 2020-09-10. H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 20ml ll s/c 50 package was torn and the plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 303310; batch no: 9339646. It was reported that: packaging torn / plunger movement difficult. Event description per email states: 1) "bd 20 ml syringe luer-lok tip packaging tore to compromise sterility of syringe." 2) "after opening syringe, the plunger does not properly advance and pull back when drawing up liquids." The medwatch reported was received in franklin lakes on 05-aug-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Manufacturer narrative:
The initial reporter also notified the FDA on 3 august, 2020. Medwatch report # mw5095687 report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll s/c 50 package was torn and the plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 303310 batch no: 9339646. It was reported that: packaging torn / plunger movement difficult. Event description per email states: 1) "bd 20 ml syringe luer-lok tip packaging tore to compromise sterility of syringe." 2) "after opening syringe, the plunger does not properly advance and pull back when drawing up liquids." The medwatch reported was received in (B)(4) on 05-aug-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.